Event description:
Philips received a complaint on the v60 ventilator indicating that the device screen went black. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer stated that due to the screen repeatedly going black, the device was rendered unusable. This investigation is ongoing.

Manufacturer narrative:
H10: the device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the authorized service provider (asp) received on 15dec2025, the device's diagnostic report (drpt) was not provided. The asp confirmed that service had been completed by a third-party service. The asp stated that the device was restarted several times and then it began to work normally. Following the third-party service, the device returned to full functionality and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d4 - product UDI #.